Event description:
It was reported that pump declared altitude alarm and customer experienced high blood glucose, although exact value was unknown. Customer administered correction injection with multiple daily injections, was able to resume insulin delivery with original cartridge, and received tips from technical support on preventing altitude alarms in the future. No additional information was received regarding the outcome of the event.